Event description:
A customer contacted beckman coulter inc. (Bec) indicated that the drain line coming from the coulter lh 750 analyzer may have a leak at the drain output. The customer stated that the fluid was observed to be coming out from under a metal covered wall (i.e. Metal panel designed to conceal the drain lines) and was also leaking into the room behind the unit. The instrument was idle when the leak was observed. The operator was wearing proper personal equipment (ppe), including gloves and lab coat. There was no exposure to mucous membranes or open wounds. There was no death, injury or affect to user and no one sought medical attention.

Manufacturer narrative:
Customer initially stated that leak was most likely due a restriction in the drain pipe. However, hospital maintenance personnel confirmed that the leak was being caused by the waste line being pulled out from drain pipe and from a broken fitting in their drain plumbing. Service was initially requested and was cancelled after maintenance personnel identified the fluid leak as a hospital drain issue rather than an instrument issue. Root cause is attributed to the waste line being pulled out from drain pipe and a broken fitting in the drain plumbing. Bec customer technical support (cts) followed up with the customer on (B)(4) 2011 and confirmed that the issue was resolved. Per product labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).